Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(4)".

Event description:
The patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced cystotomy/buttonhole (organ perforation), trocar required replacement, mesh exposure, gastroesophageal reflux disease, depression, atrophic changes, detachment of rectovaginal septum requiring reapproximation, inflammation with focal ulceration adherent to synthetic mesh (adhesions) and non-surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced vaginal wall mesh erosion, pain, infection, unspecified urinary problems, recurrence, bleeding and additional surgical intervention.